Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the usb cable broke off inside the usb port resulting in the pump not being able to charge. There was no reported adverse impact to the customer's blood glucose level. A replacement pump was sent to resolve the issue.